Event description:
It was reported that there was a leak at the end of the tubing on the cap side, where the seal was found to be completely defective. The cap assembly, including the threaded part, had disconnected from the tubing, leading to the observed issue. There was no patient involvement, and no patient harm/adverse event reported. Per reporter, the striker was inserted into the feeding bag and the operator noticed a leak when draining the tubing. On closer inspection, the operator realized that the screw thread could be easily removed from the tubing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used unit was received for evaluation. Currently devices are unavailable for evaluation. If the devices become available, we will file an additional report with our findings. Neither samples nor pictures were received for the analysis of this complaint. "No samples were received for analysis of this complaint. The device history record of reported was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. "Complaint for the failure mode ""a0282 - leaking. Infusion was interrupted for about 4 hours."" Could not be confirmed by investigation as no samples nor pictures was provided by the customer.

Manufacturer narrative:
D9: date returned to mfg.: 11/13/2024. H3 and h6. Codes: updated. Updated device evaluation: one used cadd administration set was received. No damage or anomalies were observed during visual inspection. The administration set was leak tested, and a leak was observed from the inlet tube to tube bond of the administration set body. Further inspection of the bonding sites showed ¿spotty¿ solvent application. The complaint of leakage was confirmed however it was observed at the inlet tube to tube bond of the administration set body not the valve. The probable cause is due to ¿spotty¿ solvent application during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.